Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal via these attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the electrode pads. The lot number of the pads is unknown, no retained sample testing can be performed. The pads have not been returned to zoll for evaluation.